Manufacturer narrative:
On 14th july 2020 getinge became aware of an event related to 9125 washer disinfector. As it was stated, the operator entered the chamber of device to adjust the trays on the wash cart. Then the door closed the operator was trapped in the device chamber for approximately 10 minutes. When the described situation took place, the device was in standby and no injury was reported. When reviewing reportable events we were able to found two previous complaints that represents the same failure mode and was reported to competent authorities. Fortunately to date the issue has not resulted in serious injury or worse. The device met its specification and only the improper operation of the device contributed to reported event. Upon the event occurrence the device was not being used for patient treatment. The information collected allowed us to establish that the person who entered the chamber did not follow the instructions described in the device¿s user manual. The performed investigation concluded that the operator was not trained and was not aware of the safety features built in the device. This was confirmed by the customer site. User manual for 91-series devices states: ¿operators and maintenance personnel must undergo regular training in the operation and maintenance of the equipment¿. The same manual informs: ¿before entering the chamber the key switch for the door operation must be switched to the lock position. Operator must keep the key while inside the chamber¿. The manufacturer is convinced that if the user would have followed user manual and customer would train his personnel properly the reported situation would have been avoided. Inspected device was up to the manufacturer specification, therefore returned to usage after examination. The facility representative confirmed that personnel was trained from the user manual with special attention to the safety features provided on the device, therefore the likelihood that the event would be recreated was mitigated and we believe that there is no need for any further actions with regards to the issue. Getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
(B)(4).

Manufacturer narrative:
The issue is to be investigated by the manufacturer. Device not returned to the manufacturer.

Event description:
On 14th july 2020 getinge became aware of an event related to 9125 washer disinfector. As it was stated, the operator entered the chamber of device to adjust the trays on the wash cart. Then the door closed behind her and she was trapped in the device chamber for approximately 10 minutes. It was explained by the customer that the operator did not lock the washer before entering the chamber and she did not use the safety mechanism (safety line) as she was not aware of it. When the described situation took place, the device was in standby and no injury was reported. Nevertheless, we decided to report the issue in based on the potential as the person trapped inside the device without awareness of the safety line functionality could result in adverse outcome.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated.